Event description:
Error 41 upstream pressure sensor fault. Device history record was reviewed. No event linked to the reported issue was observed. Device log was not provided therefore, no review could be performed. Reported device was not sent back to (B)(4) for investigation, but was repaired by (B)(6) service center. The replaced defective pressure sensor kit was kept, and sent to (B)(4) for further investigation. It was mentioned that the issue came during clinical use. The pressure sensor was replaced to solve the reported issue, and the device was returned to customer. This event is linked to a known issue with likely defective pressure sensors, and the root cause is being addressed with a CAPA opened in (B)(6) 2020. To our knowledge the health of the patient was not compromized. This complaint is added in our trends for statistical analysis. This complaint is valid. Action was initiated for this issue as per our local procedures. The trend is abnormal and reported risk is lower than estimated risk.